Event description:
During a visit to a hospital by our field service engineer (fse) for unrelated issue, the fse was informed of a ventilator that had generated a technical error that was caused by a liquid leaking in the ventilator. The hospital biomed disassembled the ventilator and removed almost all of the printed circuit boards to dry them up. The biomed then reassembled the ventilator. During reassembling a cable was damaged during mounting of the front cover. The cable was ordered and replaced but the hospital discarded the damaged cable and returned the ventilator back in service. (B)(4).

Manufacturer narrative:
Further information from the hospital stated that the ventilator was placed on the I-holder at the time when the liquid leak occurred but the date of when the leak occurred is unknown. The liquid leak was not noticed immediately but on later occasion when the ventilator was dissembled after it had generated a technical error. The hospital reports that the ventilator functioned normally after drying the parts and it was returned back to service. No other parts were replaced apart from the cable that was damaged. The hospital also stated that the liquid that leaked into the ventilator is unknown. No other investigation has been performed and the ventilator has not been examined by our fse. The ventilator was in use during the fse's visit and the ventilator's logs were not provided. All work on the ventilator was done by the hospital biomed. (B)(4).